Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000531 (unknown serial/lot).  H3, h6) the system was serviced in the field and it was found there was debris in the gantry and a damaged gantry fan. The gantry fan was replaced and the debris was removed and the system then performed as intended. Codes b01, c07, and d02 are applicable.  H6) multiple annex a codes were applied to capture this event. A0508 captures the loud popping noise and a090501 captures being unable to spin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system made a loud popping noise while in surgery. They were able to take their 2d shots laterally but were unable to spin the imaging system after. They swapped imaging systems to continue with surgery. There was no known impact to patient's outcome and surgical delay time was not provided.

Manufacturer narrative:
H2 - new information reported in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The tech using the system said pop noise (probably drove the o-arm into the bottom of the table) which prevented them from doing a spin. This was at the end of the case and had no affect on the patient or the outcome of the procedure.